Event description:
A caller reported an issue regarding incorrect time and date settings on a pump. There was no adverse impact to the customer's blood glucose level, as previous settings did not result in values outside the normal range. Customer support assisted the caller in updating the pump time and date, provided instructions on monitoring discrepancies, and educated the caller that an incorrect date should not affect insulin delivery but may affect uploads or reports.